Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Attempts to inflate the delivery balloon and deploy the stent were unsuccessful. Upon withdrawal, the stent became dislodged from the balloon catheter and embolized in the distal circumflex artery. Attempts to retrieve the stent utilizing two add'l balloon catheters were unsuccessful. A 2.5mm balloon catheter was used to successfully recross the stent however, guide wire support was lost and upon withdrawal of the sds, the stent embolized to the peripheral circulation. There were no clinical sequelae reported relative to this event.